Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.".

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine using the packaged needle. During injection, the needle popped off. There were no injuries.